Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1458q86 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was difficulty in inserting the left ventricular (lv) lead in to the cardiac resynchronization therapy defibrillator (crt-d) during implant. The lead and crt-d were implanted successfully. No patient complications have been reported as a result of this event.